Manufacturer narrative:
The medical device problem, investigation findings, and investigation conclusion codes were updated. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. Multiple "volume insufficient" or "clot pipetting" alarms were observed on the alarm trace from the day of the event near the time the sample was processed.

Manufacturer narrative:
The estradiol iii reagent lot number was 792358. The expiration date was not provided. The field service engineer (fse) adjusted the measuring cell voltage and the blank cell calibration mean. Blank cell calibration passed with no issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned low results after dilution for 1 patient sample tested for estradiol iii on a cobas e 411 analyzer (rack system). The initial result from the primary tube was > 3000 pg/ml with a data flag. An aliquot from the primary tube was run and the result was > 3000 pg/ml with a data flag. The primary tube was repeated with a 1:10 dilution and the result was 2164 pg/ml. The aliquot was repeated with a 1:10 dilution and the result was 2334 pg/ml.